Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right ventricular (rv) lead had dislodged and exhibited high thresholds. The implantable pulse generator (ipg) exhibited a pacing problem. The lead was removed by manual traction, visually checked and re-implanted. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.